Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_cath, lot # unknown , product type catheter.

Event description:
On (B)(4) 2016, information was received from a foreign customer via a manufacturer representative (rep) regarding a patient receiving hydromorphone (10 mg/ml at a daily dose of 0.5 ml) and clonidine (100 mcg/ml at a daily dose of 5 mcg) via an implantable pump. The patient also had an option of 7 pa per day of 1 mg. On (B)(6) 2016, the patient had a refill performed on a 40 ml pump. The estimated reservoir volume (erv) was 7.4 ml, but the actual reservoir volume (arv) was 31 ml. The patient experienced returned pain and underinfusion. A catheter problem was suspected. The patient's current status was alive and well at the time of this report. On 2016-09-20, a rep reported additional information. The patient was taken to theater on (B)(6) 2016. A catheter dye test was performed and some tissue in the end of the catheter was found. The dye test showed the catheter was "all ok." A bolus was programmed with a detached pump and the rotor arms were inspected. The bolus was delivered. The rep stated, "the clinician was happy that they system was now working."

Manufacturer narrative:
Analysis of the catheter found that the sutureless connector (sc) connector was damaged at explant. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8781, lot# 0205381538, product type: catheter.

Event description:
Additional information received from a foreign manufacturer representative indicated the pump continued to underinfuse even after the catheter test was done. The patient was seen on (B)(6) 2017 and part of the pump segment of the catheter was replaced. During the procedure, the pump connector "seemed to be broken" and there was tissue in it. The pump was also replaced. The manufacturer representative was in possession of the pump and would send it back for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the catheter would also be returned.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information received from a healthcare provider indicated that following the (B)(6) 2016 dye study, tissue was found in the pump connector and it was removed. A bolus was programmed and the hcp was happy the pump was working correctly. The patient was seen again on (B)(6) 2017 and an occlusion of the intrathecal catheter by patient tissue growing through the pump-catheter connector occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.